Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a healthcare professional (hcp) and clinical study that they had experienced increasing pain and loss of efficiency from her implantable neurostimulator (ins), though the event was stated to be ¿not related¿ to the device, therapy, or the implant procedure. On (B)(6) 2024, she visited the clinic for persistent headache and was prescribed mucofor, with stimulation confirmed to be in the correct location. On (B)(6) 2025, she reported being happy during the day but not at night and planned to investigate possible sleep apnea. By (B)(6) 2025, her pain had increased to the point that she presented to urgent care, stating that the pain was as severe as before the stimulation and requesting explant of the entire system, which was scheduled for (B)(6). The decision to explant the entire system was made on (B)(6) 2025, and the procedure was performed on (B)(6) 2025. Additional information was requested to determine whether the explant was considered elective in nature; however, no response has been received at this time. The event outcome was listed as resolved without sequelae as of (B)(6) 2025. No further complications were reported or anticipated.